Event description:
It was reported that the customer's insulin pump had a blank display. It was stated that the battery was removed for two hours and the anomaly continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display ater the number count up due to a faulty component on the motherboard. The device also was received with loose/protruded drive support disk, scratched lcd window, cracked battery tube threads, and missing end cap sticker.